Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient was also diagnosed with bilateral breast deformity and ptosis and upon removal of both the left and the right breast implants, they were intact. In addition, the left breast implant was re-implanted and only the right breast implant was removed and replaced. The replacement was a 455cc mentor memorygel breast implant (catalog: 3505455bc lot: 9550175 sn: (B)(6) the patient underwent bilateral mastopexy and subtotal capsulectomy on the right breast. Mentor became aware that the device returned on (B)(6) 2021 and analyzed was actually the right breast implant and will now be reported and analyzed under mrn 1645337-2021-08356. The correct left breast implant information is catalog: 3505455bc lot: 6757206 sn: (B)(6). Per mentor instruction for use, mentor gel devices are only intended for single use only. This will be reported as off-label use. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: ptosis this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth uhp 455cc breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, ptosis, breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 455cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), bilateral breast implant ruptures, right breast pain, bilateral breast ptosis, and left breast asymmetry, post-procedure. The complications were diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis. Complications on the right breast has been reported under mrn: 1645337-2021-08356.